Manufacturer narrative:
Citation: authors: kim et al.. Early and mid-term outcomes of tricuspid valve surgery in patients with functional tricuspid regurgitation induced by atrial fibrillation. Journal of thoracic disease 16(4) 2394-2403 2024. 10.21037/jtd-23-1776 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding early and mid-term outcomes of tricuspid valve surgery in patients with functional tricuspid regurgitation induced by atrial fibrillation. The study population included 43 patients with a mean age of 69 years who were predominantly female. Multiple manufacturer¿s devices were implanted in the study population; it is unknown how many patients were implanted wit h a medtronic tri-ad annuloplasty device. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients adverse events included: concomitant maze procedure, full tricuspid valve replacement, low cardiac output, bleeding necessitating re-operation, acute kidney injury (aki), stroke, respiratory complication, pacemaker implant, atrial fibrillation, re-operation, moderate to severe tricuspid regurgitation and heart failure. No further information was provided pertaining to medtronic products.